Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal main tube. No material was found missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a damaged main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending and subsequent breakage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, the customer found the middle joint of the monopolar curved scissors (mcs) instrument was bent. The instrument was not used on the patient. The procedure was completed with a backup instrument of same kind. There was no report of fragment(s) falling inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip part of the instrument was damaged. The distal part was neither broken off nor detached, and there was no missing material.